Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of low blood glucose levels of 48 mg/dl and high blood glucose levels of 333 mg/dl. The customer had already treated lows in past. Customer's blood glucose value was 214, 70, 75, 240 and 51 mg/dl at the time of the call. Customer stated that the drive support cap was normal. The customer states received no delivery alarm as well as the insulin exits. The customer was assisted with troubleshoot for high and low blood glucose levels. The customer performed high pressure test and it did passed. Insulin pump will not be returned for analysis.